Event description:
Bravo was calibrated and inserted in pt's esophagus, with good suction. Medela suction of greater than 850 with a small amount of lubricant on the posterior deployment wand. The position was held for 45 seconds, plunger was depressed with 1/4 turn and allowed to "pop up" from the deployment wand. The wand was withdrawn and the bravo had failed to deploy. It was still connected to the deployment wand. A second device was calibrated and instilled. Again, greater than 850 mm was used and the device was deployed successfully into the esophageal wall and confirmed with an endoscope. No injury to patient. Manufacturer response for bravo ph capsule with delivery system is they will send a shipper kit.